Event description:
During the hansson pin surgery, the surgeon pushed the hook out by the t-handle. The surgeon felt the friction for t-handle at that time. Afterwards, when the surgeon confirmed the x-ray, it was found for the hook to curve oppositely and to be pushed out. Therefore, the surgeon pulled back the hook and inserted the new pin.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.